Manufacturer narrative:
The product will not be returned for analysis, and additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During the coil embolization procedure to treat an internal carotid artery aneurysm, the enterprise was unable to be deployed, and the 2nd coil (micrusphere 10 platinum microcoil-sph10030020/unk) stretched. It was reported that it was decided to fill coils with stent, but the enterprise stent (enc452212/10325212) could not be deployed after reaching the target site. The enterprise was changed to another sent to complete the procedure. The stent was recaptured more than once. The enterprise, all guidelines were followed for deployment of the stent, and the vessel was tortuous. Constant fluoroscopy was performed at all times during deployment, and constant flushed was maintained at all times. Then, it was noted that the coil stretched during adjustment. By adjustment of the coil, this means that positioning within the aneurysm. During the procedure, the coil was left in the aneurysm while the microcatheter was repositioned, and a constant and dedicated saline source was used at all times. The coil was changed for same like product to complete the procedure. No adverse event was reported on the patient, and since the patient had (ptb) pulmonary tuberculosis, all the devices were discarded. No further information was available. The products were not returned for analysis. A lot number for the micrusphere was provided, but the lot was not correct and lot could not be confirmed. Based on the information and without the returned for the device, the reported event could not be confirmed. Clinical and procedural factors appear to have contributed to the stretching of the coil. There is no indication of any manufacturing issues related to the event. Therefore, no corrective actions will be taken.

Event description:
During the coil embolization procedure to treat an internal carotid artery aneurysm, the enterprise was unable to be deployed, and the microsphere was stretched. It was reported that it was decided to fill coils with stent, but the enterprise stent (enc452212/10325212) could not be deployed after reaching the target site. The enterprise was changed to another sent to complete the procedure. The stent was recaptured more than once. The enterprise, all guidelines were followed for deployment of the stent, and the vessel was tortuous. Constant fluoroscopy was performed at all times during deployment, and constant flushed was maintained at all times. No further information was available. Then, when the aneurysm was filled with the second coil (microsphere 10 platinum microcoil (B)(4)), it was noted that the coil stretched during adjustment. By adjustment of the coil, this means that positioning within the aneurysm. During the procedure, the coil was left in the aneurysm while the microcatheter was repositioned, and a constant and dedicated saline source was used at all times. The coil was changed for same like product to complete the procedure. No adverse event was reported on the patient, and since the patient had (ptb) pulmonary tuberculosis, all the devices were discarded.